Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in india. To solve the issue, the motor controller pcb board was replaced and the unit was released back to the customer in fully working order. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report indicating that s5 hlm roller pump 150 was showing fault in motor controller (441) pump 2 during priming. There was no patient involvement.